Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported during use of the homechoice cassette which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location during use of a homechoice cassette that led to this alarm. It was reported that fluid was discovered underneath the homechoice device. Renal therapy services (rts) assisted the patient with ending therapy, explained the alarm, and reviewed proper procedures per the user manual. The patient would contact the nurse regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.